Manufacturer narrative:
Although the doctor identified two (2) different lots of maxcem elite which were associated with the product setting too quickly, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4720564 and 4720558. Although the initial awareness date for this incident was (B)(6) 2013, the information received at that time was not considered to be MDR reportable. Multiple attempts had been made to contact the doctor to obtain further information regarding incident details and patient health; however, the doctor remained unresponsive. No further information was received regarding this incident until (B)(6) 2013, in which new details were reported stating that the patient's four (4) crowns had been removed and new crowns would be placed during a follow up appointment. It was revealed that the doctor had four (4) new crowns made using the original impression taken for the first set of crowns and attempted to cement them in late march; however, the crowns did not fit and were removed. The doctor took a new impression and had a new set of crowns made. These crowns were placed on (B)(6) 2013 using maxcem elite, without further incident. To date, the patient is doing fine. The lot numbers 4720564 and 4720558 have been identified as affected lots which are part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Event description:
A doctor alleged that while seating four (4) crowns on a patient for tooth #23, #24, #25, and #26, the cement had set up too quickly while seating the fourth crown on tooth #24.